Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. A study conducted three months later found the graft had collapsed and possibly migrated from its original placement site. The graft was successfully repaired the next month, using a cp stent. The patient is reported to be doing well following this final procedure. Further investigation is pending.

Manufacturer narrative:
The intended procedure was pta of the sfa in a male patient. There was heavy calcification, moderate vessel tortuosity and 70% stenosis. The product appeared "perfect" when inspected prior to use, was prepped according to the IFU and no anomalies were noted during prep. It was reported that balloon ruptured at 10 atm. No additional patient or procedural details were provided. The product was not returned for analysis. Review of the manufacturing route sheets revealed no complaint related anomalies. Lot history reviews revealed one report of this type for this lot number to date. The exact cause of the reported balloon burst could not be determined without the actual product returned. Conclusion: in this case, lesion/vessel charcateristics likely contributed to the reported event.